Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter also alleged that there is moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: there were no power issues observed in the black box. The battery cap was able to attach securely to the pump and was exercised for 24 hours with no alarms or power issues occurring. There was corrosion observed in the battery compartment. The battery compartment and pump case were both cracked and the leak test failed due to the cracks. The pump was opened and moisture damage was found internally. Correction to serial #. The correct serial number is: (B)(4).